Event description:
It was reported that the patient fell and the following week, several episodes of noise reversion were detected on the right ventricular lead. The noise was reproducible through isometrics, and the ventricular polarity was reconfigured. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.